Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The device could not be powered on. It was observed that part of the power module had separated. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's had its service led illuminated; the device had logged an event code into its memory. During device evaluation, physio-control observed that the device would not power on to charge and shock defibrillation energy. It was observed that the device's power module was physically damaged and that part of it was separated. There was no patient use associated with the reported event.

Manufacturer narrative:
Correction information: the initial medwatch report indicates: it was reported to physio-control that the customer's had its service led illuminated; the device had logged an event code into its memory. During device evaluation, physio-control observed that the device would not power on to charge and shock defibrillation energy. It was observed that the device's power module was physically damaged and that part of it was separated. There was no patient use associated with the reported event. The initial medwatch report should indicate: it was reported to physio-control that the customer's device had its service led illuminated; the device had logged an event code into its memory. During device evaluation, physio-control observed that the device would not power on to charge and shock defibrillation energy. There was no patient use associated with the reported event. (B)(4). Physio-control evaluated the device and verified the reported issue. The device could not be powered on. It was observed that part of the power module had separated. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Follow-up information: physio installed a new power supply in the device that was returned. The device could be powered on again. Physio performed some unrelated repairs on the device. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device had its service led illuminated; the device had logged an event code into its memory. During device evaluation, physio-control observed that the device would not power on to charge and shock defibrillation energy. There was no patient use associated with the reported event.